Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had missed their pump refill appointment, and when they finally came to refill the pump the reservoir alarm was already active. The physician filled and programmed the pump. The patient was then sent home. However, the patient returned to the clinic because the pump alarm was still active. Based on the statement from the physician, no other root causes for an alarm could be identified. It was being considered that the issue seemed to be an audible reservoir alarm that continued to sound after a pump refill procedure. Technical services informed the physician of a field safety notice (reference fa1440). Technical services also advised the physician on how to silence the alarm using the a810 clinician programmer application and update the pump since this will solve the issue. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age at the time of the report would not be made available. The implant date of the pump was unknown. When the physician contacted the company representative the alarm was of an unknown origin. It was further indicated that there had been an alarm due to low reservoir a few days prior, which was resolved at the time. The first low reservoir alarm resolved after the refill, and the second alarm of an unknown origin was resolved by reprogramming the pump multiple times.